Event description:
Additional information provided by reporting healthcare professional: patient was injected to the eyebrows and bunny lines. Prior to injection patient was pretreated with antiseptic and after injection and unspecified post treatment therapy was used. Twelve months after injection patient developed upper and lower bilateral palpebral edema with preponderance of the lower left side and palpebral and glabellar edema. The physician notes corticoids were prescribed as treatment for symptoms, however elsewhere the physician notes no treatment was provided for symptoms and the edema resolved spontaneously in 90% "so no interventions were performed."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, keratitis, and eye infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications: "do not inject juvéderm® volift¿ with lidocaine in the periorbital area (eyelids, under-eye area, crow¿s feet) and glabellar region." Precautions for use: "as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected between the malar zone and "in very little amount applied in eyebrows (microdrops) and tears trough" with 1 cc of juvéderm® volift¿ with lidocaine. The patient later clarified the product was not injected in the "dark circles, it was only applied in the eyebrows and wrinkles of the arch of the nose." An unspecified amount of time later patient developed edema in both eyes. Approximately 1 year later patient "presented a keratitis" and the patient's ophthalmologist prescribed an antibiotic treatment and corticosteroids. A tomography was performed which "shows the hyaluronic applied" and the physician states the "edema is related to an hyaluronic injected the past year." The image report "shows it is normal." The edema has almost resolved in most sites and "only persists in the left dark circles." There is no inflammation, "but it occurred after the described eye infection and also a complex family situation."